Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the external printers was physically broken. A field service engineer dispatched to cancelled the workorder and indicated that the problem was resolved the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system external printers was physically broken. A customer reported able to get the medication from another station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.